Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target vessel diameter was reported as 2.5mm. The lesion was not predilated. The physician successfully deployed a taxus express2 2.5 x 20mm drug eluting stent into the 90% stenosed diagonal artery. Withdrawal resistance was met when trying to remove the device. Aspirin and plavix were given both pre and post procedure. The balloon was reinflated and deflated twice without successful removal. The guide catheter then deep seated and the physician was able to withdraw the stent. It was reported there was no pt complication.